Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the initial reporter's complaint. One grip was bent causing side to side misalignment of grips. There was a .025 offset at the tips. The bent grip did not exhibit separation of the yaw pulley and pulley cover at the glue joint, likely cause of bending remains overloading at the tip. Failure analysis concluded that bent damage may be due to mishandling/misuse. An additional observation not reported by the site was that the instrument main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks with light material removal. Scratches are not aligned with the tube axis.

Event description:
It was reported that during a da vinci prostatectomy procedure, the blade of the maryland bipolar forceps instrument was torn and was impossible to use. Intuitive surgical, inc. Contacted the site to obtain clarification of the event and noted that the blade was bent not torn as originally described. Nothing fell into the patient and there was no report of patient injury related to this event.